Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibial tray.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that: there is a clear loosening and migration of the tibial component visible in the provided CT scan. There is significant radiolucence, cysts and the anterior part of the implant is clearly dislocated proximally. There is a little radiolucence adjacent to the talar component, but that is not clearly significant for loosening. There is-due to the lack of any clinical information-no assessment possible regarding the underlying cause of the dislocation of the implant. However, poor bone quality and patient related failure is likely. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on investigation, the root cause was attributed to most likely a patient related issue. Failure was caused due to poor bone quality. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibial tray.